Event description:
It was reported that vessel dissection occurred. A 2.25x16 synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion that resulted in dissection of vessel without symptoms or loss of flow. The patient was then admitted. No further patient complications were reported.